Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.